Event description:
One pt reported a fluid leakage problem from the eclipse homepump luer-lock connection to the max plus needleless cap. The leaked amount is reported to be 3-5 ml. The eclipse homepump is a container used for the pharmacy to prepare sterile injectable medication for pt use. The size used is the 175 ml/hr, 250 ml volume. (B)(4).